Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Acuity imaging arms can lead to geometric positioning errors. It is possible that a single failure of a primary encoder can lead to geometric errors that are undetectable. There was no injury to patient or user as a result of this issue, as this issue was discovered during varian's evaluation.